Event description:
It was reported that the customer experienced ongoing blood glucose levels of 280 mg/dl. Reportedly, the pump did not deliver insulin as intended. Customer reverted to manual direct injections to resume insulin therapy.